Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, nausea, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain,bleeding discrepancy noted in date of insertion (B)(6) 2009 , (B)(6) 2009, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test was performed, however, test results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received. Case become serious incident. Date of insertion and removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, nausea, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain,bleeding discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test was performed, however, test results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.